Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. A visual assessment was performed after disinfection. As received, the working channel sleeve protruded. A functional assessment was performed. Maximum working channel sleeve protrusion was observed when the tip was articulated by turning the large knob in the clockwise direction. Because the reported complaint incident is unknown, the device was further analyzed for several issues. Regarding visualization, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. Regarding articulation, the device was fully articulated in each direction while the working length was held in 2-10¿ loops. No issues were identified with articulation. Regarding passability, no issues were identified with passing a spybite through the working channel. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b].  Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used. This device was returned to bsc as an unauthorized return. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.  Please see block for full investigation details.